Event description:
It was reported that during a meniscal suture procedure, when the second shot was performed, the t anchor is not fixed where it should be. It is unknown if a backup device was available. However, no delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 72202467 fast-fix 360 curved needle delivery systems, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a meniscal suture procedure, when the second shot was performed, the t anchor is not fixed where it should be¿. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: multiple trigger advancements during deployment of t1. Pathological changes in the soft tissue that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event additional information or the device is returned the complaint will be revisited.